Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No adverse patient effects were reported.

Event description:
Additional information was received that the physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.